Event description:
Pt admitted with aortic stenosis. Required replacement of aortic valve with tissue graft, as well as, replacement of pulmonary valve with tissue graft. Pulmonary homograft was smaller than stated size. The valve diameter was 21 mm, not 23 mm as labeled. The muscular ring on the graft had to be torn to annulus to accomodate. Pt was not adversely affected. However, there is significant potential for injuries with measurement/labeling errors.